Event description:
According to the reporter, during a laparoscopy, while on removal of the specimen which was a mass from the lower pelvis, the bag broke and the specimen fell into the patient. The surgical time was extended by 30 minutes or more. The user had to find the specimen in the pelvis and then place in the bag and try to remove it again. The user opened another bag to remove the specimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.